Manufacturer narrative:
Additional information was requested but not received.

Event description:
Related report number: 2017865-2024-72508. It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited low defibrillation impedance and delivered an over current detection (ocd) alert. The lead was capped on (B)(6) 2024 and replaced with new lead. It was also reported that atrial lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.